Event description:
The hospital reported that during the coronary artery bypass procedure, the seal did not deploy out of the delivery tube into the aorta. The surgeon reloaded the same seal but the seal cracked during loading. A second unit was used to complete the procedure. No patient complications were reported by the hospital.